Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. An event regarding  fretting involving an unknown securfit stem was reported. The event was not confirmed.    Method & results:  device evaluation and results: not performed as product was not returned.  Clinician review: no medical records were received for review with a clinical consultant.   Device history review: not performed as lot code information was not provided.  Complaint history review: not performed as lot code information was not provided.  Conclusions: the event itself could not be confirmed and exact cause of the event could not be determined because insufficient information was provided. Further information such as device identification and return, pre and post operative x-rays, operative reports, pathology reports as well as patient history and follow up notes are required to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Device evaluated by manufacturer? Device not available.

Event description:
It was reported that allegedly the patient was implanted with an lfit c-taper cocr femoral head on his left hip on or about (B)(6) 2009 and was revised on (B)(6) 2015. It is further alleged that he suffered injuries as a result of implantation of the device at issue, and metal-on-metal reaction.